Event description:
Device report 1 of 3, ref MFR reports: 1627487-2012-07057, 1627487-2012-07058. It was reported, the pt had been experiencing a stinging and a burning sensation at the ipg pocket site while attempting to recharge the device. The pt indicated the ipg is shallow and protrudes through the skin causing discomfort and difficulty to communicate with the external devices. The pt also reported not having adequate stimulation coverage in the back as desired. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in a field advisory and a field correction: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.